Event description:
Boston scientific crm received information that this pacemaker was programmed to aair mode due to ventricular non-capture. The atrial channel exhibited farfield sensing of r-waves with suspected oversensing. Technical assistance was requested. No adverse patient effects were reported.

Manufacturer narrative:
Technical services discussed adjusting the atrial sensitivity which is currently programmed to auto sense. No additional information is available at this time. If additional information becomes available, this event will be updated. New information was received from a non-boston scientific sales representative that the device was explanted four years later for normal battery depletion and the right ventricular lead was surgically abandoned. No adverse patient effects were reported.